Manufacturer narrative:
Event: additional/corrected information.

Event description:
On (B)(6) 2019, the patient underwent reintervention and two additional gore® excluder® iliac extender endoprostheses were implanted to extend coverage distally on the left side, with intentional coverage of the hypogastric artery. Coil embolization of the left hypogastric artery and a femorofemoral bypass were also performed. The patent tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: rmt281416/11069361 - (B)(4), pxc141200/10963679 - (B)(4), pxl161207/10617720 - (B)(4). Instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and/or require intervention include but are not limited to: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring the c3 delivery system. The patient tolerated the procedure. On (B)(6) 2019, the patient reported back pain and underwent follow-up imaging which showed a distal type I endoleak and enlargement of the left common iliac artery (lcia)(approximately 4cm in diameter) which the physician attributes to disease progression. No reintervention is scheduled. The diameter of the lcia at the time of original implant was not available. On (B)(6) 2019, the patient underwent reintervention and two additional gore® excluder® iliac extender endoprostheses were implanted to extend coverage distally on the right side, with intentional coverage of the hypogastric artery. Coil embolization of the right hypogastric artery and a femorofemoral bypass were also performed. The patent tolerated the procedure and the endoleak was resolved.